Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Patient's mother reported the patient experienced elevated blood glucose level in the night of (B)(6) 2013. Mother stated the patient had positive ketones. Exact blood glucose level was not provided. Patient's normal blood glucose level was not provided. Mother reported she noticed that the luer is separated from the infusion set tubing. Patient complained of leakage. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a broken/cracked luer cannot be verified due to mishandling of the product by the customer. Result a visual inspection and a test for flow, leak and static pull to the luer connector were performed on the returned used device. The tubing was detached from the luer reservoir connector due to this condition was leaking. The flow test was in accordance with specifications. The reference samples were visually inspected and tested for flow, leak and static pull to the luer connector. All test results were within specifications. The batch record 279912 was verified and found it within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.